Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports dental work (2 crowns: 1 tooth on top left and 1 tooth bottom right) is needed due to failed fillings and to save these 2 teeth because they are cracking.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.